Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat pulmonary arteriovenous malformations (avms) using pod packing coils (pod pcs). During the procedure, a pod pc would not advance within its introducer sheath; therefore, it was removed. It was reported that the pod pc was stuck at the distal end of its introducer sheath. The procedure was completed using two other pod pcs and six other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends approximately 19.0 and 49.0 cm from the proximal end. The introducer sheath friction lock was positioned on the pusher assembly mid-joint. The friction lock pet was positioned proximal to its initial position on the introducer sheath. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod pc revealed that the introducer sheath friction lock was position on the pusher assembly mid-joint. If this occurs, resistance may be experienced during advancement. During functional testing, the pod pc was advanced through its introducer sheath with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. The pod pc was then advanced through a demonstration lantern without an issue. Further evaluation revealed pusher assembly bends. These bends were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.